Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received insulin flow blocked alarm. The customer's blood glucose level was unknown. Customer states the insulin did not exit and pump alarmed insulin flow blocked. The customer also reported insulin pump alarmed with no reservoir detected. Troubleshooting was assisted. The reservoir will not be returned for analysis.